Event description:
It was reported that the ilet user experienced a low blood glucose episode after the usual breakfast announcement, then overtreated the hypoglycemia with oral glucose (orange juice), which led to hyperglycemia that was subsequently corrected by the pump, with glucose stabilizing thereafter. Symptoms included hot flashes as well as hypoglycemia and hyperglycemia ranging from 60 mg/dl to 209 mg/dl. Outcomes included no hospitalization and resolution of glucose to a stable range. Investigation included troubleshooting and education focused on treatment of hypoglycemia and appropriate intake of oral glucose. Investigation of this case revealed that the device functioned as intended and that the event was attributable to patient overtreatment of hypoglycemia following the breakfast announcement. It was concluded, based on previously established findings for similar reports, that the cause was user-related, due to excessive carbohydrate treatment rather than a device malfunction.